Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the customer started to open the outer package of foley tray on (B)(6) 2022, a good size hole was noticed in the insert sheet, but the hole did not appear to have gone beyond the insert sheet. It was reported that this tray was placed on top of 10 of the same tray kits.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one unopened (with original packaging), sure step foley tray system. Visual inspection of the attached photo sample cannot be evaluated, and therefore the investigation is considered inconclusive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Sterilized using ethylene oxide sterile unless package is opened or damaged except for any individually packaged components within the tray which are not labeled as sterile. Indwelling urethral catheter use: -patient has acute urinary retention or bladder outlet obstruction -need for accurate urine output measurements in critically ill patients -use for selected surgical procedure -patient required prolonged immobilization -to improve comfort for end of life care¿ corrections: f,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the customer started to open the outer package of foley tray on (B)(6)2022, a good size hole was noticed in the insert sheet, but the hole did not appear to have gone beyond the insert sheet. It was reported that this tray was placed on top of 10 of the same tray kits